Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain.

Event description:
Unomedical reference number (B)(4). Event occurred in spain. The patient reported that the tape not sticking on (B)(6) 2024. Patient reported that he was sweating, and the tape was fell off. No further information available.